Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-28, lot# 0202861881, product type: lead. Product ID: 37085-95, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, lot# 0202661879, product type: lead. Product ID: 37085-95, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was having cramps on their right side that included facial pulling, dysarthria, and muscle contractions in their limbs. Impedances were tested and additional low impedances of 82 ohms was measured on electrode pair 8-11. The low impedances on the right lead were still present. Electrode 11 on the right lead was not providing good therapeutic effect anymore for tremor of the right hand. The implantable neurostimulator (ins) was reprogrammed to c+, 10- and 145hz, which showed good effect and no more side effects. The patient was doing well.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_ext, product type: extension.

Event description:
A consumer reported via a manufacturer representative that the patient fell and they were concerned with the deep brain stimulation (dbs) system. Low impedances of 66 ohms was measured on contacts 0-1 and 2-3 after the patient had fallen/tripped. The patient did not have any symptoms related to overstimulation and their therapy was working well for them. The low impedances may have been caused by the patient's accident. The implantable neurostimulator (ins) was programmed using electrodes c+, 2- and c+, 11-. No changes in programmer were made since the patient did not experience any deficits in surgery. No intervention was taken or planned and the patient stayed in the hospital for a few days for monitoring. The issue was resolved at the time of this report. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.